Event description:
The pt is a (B)(6) female with a history of dcis of the left breast, diagnosed in 1989. She underwent lumpectomy and radiation therapy. She was found to have recurrence in 2006. At that time, she underwent left mastectomy and sentinel lymph node biopsy in 2006 with no reconstruction. In (B)(6) 2007, she underwent delayed placement of a mentor textured siltext medium height tissue expander (reference 3584-6215, lot 5725412, serial number (B)(4), 650cc volume, intraoperative fill 180cc saline) and latissimus dorsi flap to the left side. She underwent tissue expansion and subsequently in (B)(6) 2007, underwent exchange of the tissue expander for a permanent silicone textured mentor cpg implant. Concurrently, she underwent right mastopexy and augmentation of symmetry. The pt's records from dr (B)(6) were reviewed and the pt had a mentor cpg 323 silicone gel implant 685 cc on the left (ref 334-1452g) and mentor cpg 323 gel implant size 350cc on the right (ref 350-3501bc). In (B)(6) 2014, she noticed that her left breast was suddenly (over 1-2 weeks) larger than the right. The fluid collection was found on physical exam. She underwent aspiration of the fluid collection, which totaled 400 cubic centimeters and was clear yellow in output, was sent to pathology and demonstrated cd30 positive, alk negative anaplastic large-cell lymphoma (alcl) consistent with breast implant associated anaplastic large cell lymphoma. On (B)(6) 2014, she underwent bilateral breast explantation was well as bilateral total capsulectomies with extensive capsulectomy on the left side. Margins were negative per the pt's report. There was no suspicious lymphadenopathy. This was done by (B)(6), who also did the pt's breast reconstruction. There was no mass, only alcl located within the implant capsule. The pt's surgical oncologist was dr (B)(6). The pt has been seen by the lymphoma service and plastic surgery at (B)(4) for surveillance and reconstruction.